Manufacturer narrative:
Batch review performed on 24-may-2023. Lot 2110585: (B)(4) items manufactured and released on 11-oct-2021. Expiration date: 2026-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 5 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.